Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had damage to the wire insulation. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and found to have damage of the conductor wire insulation at the yaw pulley. There was no material missing, and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. The components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed based on failure analysis.